Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6), 2024, patient reported waking with elevated blood glucose of 350 mg/dl. Investigation revealed patient had accidentally selected the ¿fill tubing only¿ function overnight, which left the device on the fill tubing screen and prevented insulin delivery. Patient replaced all supplies and resumed insulin delivery after guidance from support. Agent assisted with placing a new infusion set; previous set showed no visible issues. During the call, bg decreased from 458 mg/dl to 363 mg/dl. Patient reported bg remained above 180 mg/dl for approximately 6 hours. Ketone testing was performed with negative results. No backup therapy was used, and no professional medical intervention or additional assistance was required. No immediate health effects such as dizziness, loss of consciousness, or dka were reported